Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. Concomitant medical products: dtba2d1 ICD. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced intermittent noise and non-sustained ventricular tachycardia (vt) episodes. In addition, far field r-wave (ffrw) oversensing was suspected on the right atrial (ra) lead. The rv lead is scheduled to be replaced. The ra lead currently remains in use. No patient complications have been reported as a result of this event.